Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting services including the replacement of the tubing, wash zone at waste manifold, the valve, wash cup, all positions and the syringe assy. The parts were considered the likely causes of the issue observed and were investigated in addition to the alinity I toxo igg reagent. A review of the analyzer¿s service history identified no contributing factors to the current complaint. The alinity ci-series operations manual provides probable causes and corrective actions for elevated concentration and erratic I-series assay results. The alinity I service documentation provides removal, replacement and verification procedures of the tubing, wash zone at waste manifold, the valve, wash cup, all positions and the syringe assy. Labeling review concludes that the issue is adequately addressed. A search for nonconformance was performed and there were no non-conformances or potential non-conformances identified for the parts associated with this ticket. A review of the alinity I tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. Further review identified no adverse trend for the alinity I analyzer, the likely cause parts and no similar issues for discrepant results as described in this complaint. No systemic issue or product deficiency was identified. Additionally, a reagent investigation was performed which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and testing of a retained kit of lot number 18271be00. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no adverse trend for the product and device history record review did not identify any non-conformances or deviations for the reagent lot. Labeling review concludes that the issue is adequately addressed. Testing of a retained kit of lot number 18271be00 determined that the specificity performance is not negatively impacted. Based on the investigation, no systemic issue or product deficiency with the alinity I toxo igg reagent lot was identified. This follow-up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated a user report was received stating a false reactive alinity I toxo igg result was generated on the alinity I processing module on a patient who tested negative. On (B)(6) 2020 sid (B)(6) (female, age unknown) generated alinity I toxo igg reactive of 14.3 iu/ml. On (B)(6) 2021, a new sample from the same patient sid (B)(6). Generated alinity I toxo igg negative of 0.1 and 0.1 iu/ml using a different reagent lot. No additional patient information was provided. No impact to patient management was reported.